Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 01-dec-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Iol was explanted in a separate secondary surgical procedure due to complaints of toric intolerance and replaced with a non-johnson & johnson surgical vision lens. There was no medical intervention. Patient outcome post-procedure was reported as fine. Through follow-up, additional information was received clarifying reported toric intolerance as blurry vision and patient was dissatisfied. There were no complications, such as capsular tear, no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. No further information is available.

Manufacturer narrative:
Additional information: ethnicity: unknown as information was asked but not provided. Date of event: unknown as information was not provided, the best estimate date is between (B)(6) 2021 and (B)(6) 2021. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.